Event description:
The event is reported as: alleged issue: after catheter was inserted into patient, the cuff deflated. Another catheter had to be inserted. No patient injury reported. Patient current condition is fine. Requested additional information.

Manufacturer narrative:
There is no sample available to evaluate. Investigation is incomplete. A follow-up investigation will be sent when completed.